Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. Continuation: 5086mri52 implantable pacing lead 2013-(B)(6), 5086mri58 implantable pacing lead 2013-(B)(6), (B)(4).

Event description:
It was reported that one day after implant, the right atrial (ra) lead dislodged. During the revision procedure, the lead was unable to be repositioned with multiple attempts. The physician decided to replace the lead with a new one. Later, while explanting the lead, it was discovered that there was a suture that was not removed which contributed to the positioning difficulty. It was also reported that the physician suspected a device header issue because the setscrew was unable to be engaged during the revision procedure. The device was explanted and was replaced with a new one. No patient complications have been reported as a result of this event.